Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), has a broken connector. Both output connectors were broken. It was also determined at analysis that the backlight display does not work, the on-off difference current was defective. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg), has a broken connector. The epg was returned for service. No patient complications have been reported as a result of this event.